Manufacturer narrative:
H4 was updated. No other changes.

Event description:
No change to customer event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 error was found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image error 315 was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the videoscope had a noisy image and no image. The issue was found during set up. There were no reports of patient harm as a result of this event.